Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. However, the returned blade passed the sharpness test.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2013. During the procedure, the blade stopped rotating and would not cut. Another device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.